Manufacturer narrative:
Poly insert dislocation was reported for patient with a total knee implant. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Poly insert dislocation was reported for patient with a total knee implant. Revision surgery occurred to exchange the poly inserts.

Manufacturer narrative:
Lateral poly insert dislocation was reported for patient with a total knee implant. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. The retrieved inserts were returned for investigation. Measurements taken from the returned inserts suggest that they have been steam sterilized. This may have occurred at the hospital prior to return for investigation. The medial insert appeared to have bone cement present in the area of the locking mechanism. A shear line was observed on the locking tab that may be attributed to extraction tools used during revision surgery. It was reported that the medial insert was locked in place at the time of revision surgery. The locking tab geometry on both the medial and lateral inserts appeared to be intact and should have allowed for proper assembly to the tibial tray.